Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor sample separation in an unspecified number of devices leading to poor sample quality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Evaluation of the 2 photos indicated a poor gel barrier separation. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was poor sample separation in an unspecified number of devices leading to poor sample quality. No adverse impact was reported regarding the patient or user.